Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown broach. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will submitted.

Event description:
It was reported that the surgeon had difficulty with the stem not seating to the exact broach size. The broaches went down to where they were supposed to; however, the implant sat between 1-4 mm proud. The surgeon would then drop down 2-3 sizes and rebroach. After that, the implant would sit in place. There were no patient complications. It was reported that no further information is available.